Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30612875l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac perforation requiring surgical intervention. A cardiac perforation was confirmed in the left atrium (la) after pulmonary vein isolation (pvi) was performed. When the sl0 was advanced to the left atrial appendage (laa) the cardiac perforation was suspected based on the sensation at hand. The effusion was confirmed, so the patient was sent to the operating room for a thoracotomy. The ablation itself was terminated. The physician commented that at the time of occurrence, the stsf was put in the sl, but the stsf was mistakenly thought to be in the vizigo, and when the sl was advanced backward and then the physician poked it with a sheath (stsf) by mistake. The cardiac perforation was caused by carelessness, and not the product. To ablate the inside of the coronary sinus (cs), the vizigo was removed from the left atrium, and the contralateral sides were alternately ablated while sl0 was left in the left atrium. When cauterized ablated near the left atrial appendage (laa), the stsf was in sl0, and the vizigo contained prn. At that time, unpair was not performed. In order to get back up of ablation, the laa was struck at the time when the sheath was pushed strongly to move the sl0 backward. The cause was as follows: since the unpair technique was not conducted, the carto3 screen showed ¿appearance ¿ of stsf in vizigo, and the position at that time was in the septum. The physician had stsf and sl0 at hand, and as a result of erroneous recognition, sl0, which had already been in the vicinity of the laa, was pushed further into the laa. After that, although the procedure was advanced, pericardial effusion gradually increased, and the risk of thrombosis was considered due to the effect of the drug, so thoracotomy was performed. The patient was successfully extubated and was recovering. This adverse event was discovered during use of biosense webster products in the ablation phase. The physician¿s opinion on the cause of this adverse event was the procedure. The patient outcome of the adverse event was reported as improved. A transseptal puncture was performed with a rf needle. Prior to the cardiac perforation ablation was performed and there was no evidence of a steam pop. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 28-apr-2022, bwi received additional information regarding the event. The patient outcome was improved. The generator used in the case was a smartablate. The event occurred during ablation phase. The irrigated catheter was used in the event and the flow setting was pre 1s and post2s. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were cf dashboard, real time, vector and the visitag module parameters for stability were 2mm,3s,25%,5g,2mm tag and ai450. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).